Manufacturer narrative:
Unit p-cap or reservoir locked properly in place. Unit received with scratched case and pillowing keypad overlay however, no corrosion damage noted at battery tube during visual inspection. Unit passed displacement test, self test. No failed battery test alerts noted however, unit received with unexpected battery power loss and had high sleep and active currents, problem isolated to electronic assemblies. (B)(4).

Event description:
Information received by medtronic indicated that the battery compartment was damaged and also insulin pump had battery failed alarm. Customer stated they were able to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.